Manufacturer narrative:
Catheter model#8709, serial# (B)(4), implanted: (B)(6)-2006, explanted:unk. Dacron pouch model#8590-1, lot#n0041943, implanted: (B)(6)-2006, explanted:unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an underdose. The patient experienced symptoms of withdrawal and was managed with oral baclofen and valium. Telemetry confirmed that a critical alarm occurred due to a motor stall. There were multiple motor stalls and recoveries in the logs starting on (B)(6) 2012. The last stall was on (B)(6) 2012 with no recovery. No emi related causes can be determined. It was noted that the patient was undergoing aqua therapy but had been for some time. Emergency surgery was done to replace the pump and the patient "seems to be recovering". The pump was delivering lioresal.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was injured due to a "defective" pain pump system's failure to deliver medications as prescribed which reportedly required removal and/or replacement of the "defective" device. The device system caused the patient and their family, personal and economic injuries, including but not limited to injuries and medical bills related to the failure of the device, and injuries and medical bills caused by the surgery or surgeries to remove and/or replace the defective device.

Event description:
Additional information received from a consumer indicated the delivery failure resulted in injuries of spasticity, seizures, hospitalization and surgery.